Event description:
Over pumping causing excessive extravasation in the shoulder. Surgeon had to cancel the case and have the patient rescheduled for completion of procedure. Surgeon stated that shoulder just got hard real quick and was unable to continue case.

Manufacturer narrative:
Pump flow readings became erratic and maxed out after wet test for a few minutes. Root cause of flow malfunction is defective transducer.